Event description:
It was reported that a metastatic patient with no prior history of seizures experienced a self-limiting focal seizure involving the right hand with no loss of consciousness in recovery after litt procedure on (B)(6) 2021. The event was indicated as mild severity, was not reported as meeting any seriousness criteria and was given anticonvulsants as intervention. The event resolved on the same day as onset. Due to seizure event with no reported seizure history and the ongoing anticonvulsant intervention, this event was considered serious. However, it should be noted that the seizure was an isolated event, and that the anticonvulsant dose was decreased on (B)(6) 2021.

Manufacturer narrative:
Seizures are a documented perioperative complication for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in section 6 of the neuroblate IFU and in monteris' internal risk management files.